Event description:
The customer reported the device does not power up. There was no report of patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.